Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment (loop) of the conductor wire sticking out. The wire insulation was not damaged. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The instrument has been returned, but failure analysis has not been completed yet.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument conductor wire was allegedly damaged. The customer used a backup instrument. The user continued the planned procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.